Manufacturer narrative:
No unexpected scrolling of numbers noted. Button error alarmed after boot up and intermittent button response on the down arrow button due to corroded keypad traces noted. Cracked lcd window noted. Cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the numbers were scrolling on the insulin pump when attempting to bolus. It was also found the alarm was not resolved with a battery change. Customer also reported a crack on the insulin pump's screen. The customer's blood glucose was 148 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.